Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this right atrial lead was dislodged and was confirmed with fluoroscopy. Additional information received indicating that there was loss of atrial capture noted. This right atrial lead was explanted and replaced. No additional adverse patient effects were reported.